Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient complained of fatigue, and altered general condition and was transported to the hospital. Investigations found a very low value of hemoglobin (4.8 mg / dl). An exploratory upper gastrointestinal endoscopy was performed, a hemorrhagic ulcer at the level of the stomach was found and the peg/j tubing was removed.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Bleeding gastric ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.